Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation. The patient reported becoming aware of tilting of the filter and perforation of filter struts outside the inferior vena cava (ivc), approximately three years and ten months post implant. The patient also reported anxiety related to the filter. According to the medical record the patient had a history of polycythemia vera, deep vein thrombosis (dvt), gastroesophageal reflux disease (gerd), cholecystectomy, hypertension, osteopenia, diverticulosis, anxiety disorder, depression, leukocytosis, liver cyst, renal cyst, atherosclerosis of the aorta, glucose intolerance, tubal ligation, gastric fundoplication, internal hemorrhoids, hyperlipidemia, hyperthyroidism, sinus tachycardia, lower abdominal pain and superficial vein thrombosis (svt). Three days prior to the index procedure the patient presented to the hospital with an approximate two-month history of bloody stools. The symptoms progressed into generalized weakness, chills, diaphoresis, nausea, rectal pain, lightheadedness when standing and shortness of breath. The patient was also noted to have an irregular heart rhythm, pain and swelling of the left leg associated with dvt. According to the implant record the indication for the filter was dvt and gi bleed. The filter was placed via the right common femoral vein and was positioned infrarenal and successfully deployed under fluoroscopy guidance. The following day a colonoscopy was performed and observed severe proctitis and colitis involving the sigmoid colon with endoscopic appearance of ulcerative colitis. Approximately three years and ten months post implant an abdominal computerized tomography (CT) scan was performed to evaluate the filter. Results of the scan noted an ivc filter with cranial tip positioned approximately 2.3cm below the left renal vein. The filter appears to be a trapease or optease type. The axis of the filter is tilted 12 degrees to the left of the long axis of the ivc. The cranial and caudal tips of the ivc filter appear to touch the walls of the ivc. The struts of the filter seem to project outside of the outer contour of the ivc, but there is no clear fatty cleavage plane between the ivc and the struts so there is no clear-cut penetration of the ivc struts out of the ivc. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the medical record, the patient was reported to have a history of polycythemia vera, deep vein thrombosis (dvt), gastroesophageal reflux disease (gerd), cholecystectomy, hypertension, osteopenia, diverticulosis, anxiety disorder, depression, leukocytosis, liver cyst, renal cyst, atherosclerosis of the aorta, glucose intolerance, tubal ligation, gastric fundoplication, internal hemorrhoids, hyperlipidemia, hyperthyroidism, sinus tachycardia, lower abdominal pain and superficial vein thrombosis (svt). Three days prior to the index procedure the patient presented to the hospital with an approximate two-month history of bloody stools. The symptoms progressed into generalized weakness, chills, diaphoresis, nausea, rectal pain, lightheadedness when standing and shortness of breath. The patient was also noted to have an irregular heart rhythm, pain and swelling of the left leg associated with dvt. Per the implant records, the filter was indicated for dvt and gi bleed. The patient¿s bilateral groins were prepped and draped in standard sterile fashion. Under ultrasound guidance the right common femoral vein was accessed using a single wall needle and a guidewire was passed into the inferior vena cava (ivc). A venogram was performed locating the renal veins and measuring the ivc at less than 3cm in diameter. The optease filter was introduced using the femoral orientation and the tip of the filter was positioned infrarenal and successfully deployed under fluoroscopy guidance. The following day a colonoscopy was performed and observed severe proctitis and colitis involving the sigmoid colon with endoscopic appearance of ulcerative colitis. About three years and ten months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The scan reported an ivc filter with its cranial tip positioned approximately 2.3cm below the left renal vein. The filter appears to be of the trapease or the optease type. The axis of the filter is tilted only 12 degrees to the left of the long axis of the ivc. The cranial and caudal tips of the ivc filter appear to touch the walls of the ivc. The struts of the filter seem to project outside of the outer contour of the ivc, but there is no clear fatty cleavage plane between the ivc and the struts so there is no clear-cut penetration of the ivc struts out of the ivc. No bending or fracturing of the ivc filter was appreciated and the inferior vena cava appears unremarkable in caliber without evidence of stenosis above or below the filter. Incidental findings included status post cholecystectomy, mild atherosclerotic disease and nonspecific exophytic lesion from the upper pole of the left kidney, which were all seen on previous exams. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter and perforation of filter struts outside the inferior vena cava (ivc), becoming aware of these events approximately three years and ten months after implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to, tilt and perforation. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt and perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review the reported tilt or perforation could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. It is unknown if the tilt contributed to the reported perforation. As no lot number or other product information was supplied a phr could not be completed. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and perforation.